Event description:
It was reported that a caregiver contacted beta bionics regarding rising blood glucose while using an ilet insulin pump, and troubleshooting guidance was provided to monitor for 30 minutes and consider an infusion site change. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and education provided on site troubleshooting. Investigation included triage review of device performance through discussion of symptoms and review of the pump report. Investigation of this case revealed no confirmed device malfunction and a possible infusion site or delivery issue could not be ruled out based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.